Event description:
It was reported that a patient underwent an arthrodesis of the right thumb on (B)(6) 2014 and suture was used. It was noted on (B)(6) 2014 that the patient developed erythema and purulent drainage at the site. The patient was treated with keflex and hibiclens soaks. The wound has since healed. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.